Manufacturer narrative:
13-jan-2026: complained product will not be not available.

Event description:
[Oral-b refills] detached causing two metal screws to fall into mouth [device breakage]. Case narrative: consumer contacted via web and stated that oral-b refills (suspect) detached while brushing, causing two small metal screws to fall into their mouth. No injury was reported. Follow-up (13-jan-2026): maltese product notes updated. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
[Oral-b refills] detached causing two metal screws to fall into mouth [device breakage] case narrative: consumer contacted via web and stated that oral-b refills (suspect) detached while brushing, causing two small metal screws to fall into their mouth. No injury was reported.